Event description:
It was reported that during set up for a surgical procedure by the customer at the user facility, the synthes reamer leaked light red fluid. The event occurred during set up at the user facility, there was no patient involvement, no medical intervention, and no adverse consequences. It is unknown if the event resulted in a surgical delay.

Manufacturer narrative:
The reported event was duplicated. Not rinsing the device well during the hand wash process is a known cause for the reported failure. The device will not be returned to the user facility.

Event description:
It was reported that during set up for a surgical procedure by the customer at the user facility, the synthes reamer leaked light red fluid. The event occurred during set up at the user facility, there was no patient involvement, no medical intervention, and no adverse consequences. It is unknown if the event resulted in a surgical delay.